Manufacturer narrative:
This report is submitted on july 8, 2021.

Event description:
Per the clinic, there was a revision surgery to correct the position of the electrodes which had pulled out of the cochlea. Details of the revision unknown i.e. It is unknown if there was a repositioning of the implant or if there was an explant.